Event description:
It was reported that during radius surgery, the set screw of cross connector was worn. The surgeon used other size cross connector and finished the surgery.

Manufacturer narrative:
Method: device history review and device inspection.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Upon visual inspection of the device, the returned cross connectors showed signs of use. Both screws remain attached at each end of the connectors. There are gray marks/scratches noted throughout the body of the connector. Both screws show signs of use, wear and discoloration likely due to the force when the driver was introduced. On functional inspection the screws were attempted to be tightened with a wrench but it was difficult to tightened due to the wear deformation on each screw's heads. Conclusion: the plausible root cause is user related.

Event description:
It was reported that during radius surgery, the set screw of cross connector was worn. The surgeon used other size cross connector and finished the surgery.